Manufacturer narrative:
Device evaluation: five pictures were attached to the complaint. Two of them show medication bag broken. One unused sample was received in a plastic bag. During the functional inspection of the device, it was found that the medication bag of the cassette was broken. The failure mode of ¿leaking¿ was confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the product was discontinued due to leakage from the drug bag when it was filled with medication at a pharmacy. The sample was available for return. There was no patient involvement, and no patient harm/adverse event reported.